Event description:
It was reported that the patient presented in clinic after experiencing pre-syncopal symptoms. Upon investigation, oversensing resulting in pacing inhibition due to noise and myopotentials was observed on the right ventricular (rv) lead. The rv lead was deactivated and then capped and replaced to resolve the event. The patient was in stable condition. Lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or during the revision procedure.

Manufacturer narrative:
Further information was requested but not received.